Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had gotten a power on reset (por) code before. It occurred last year or the year before. Her device was not working and the screen showed a doctor and a phone. The patient's indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Event description:
Additional information reported that patient had been seen by their health care provider and was informed their battery was dead on her stimulator. They checked the device in the office. Stated they have not set a date yet for a replacement. Patient was not sure when that will be.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.